Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via manufacturer representative for an event which occurred during c1/2 posterior fusion procedure. It was reported that when the final tightening was performed the set screw of the left pedicle screw of c2 stripped. Just in case, it was replaced with a new driver shaft and the c2 left set screw was tightened again, but it still stripped. Replacement was not performed, and the screw was continued to be inserted as it was. Screw will not be returned as it is implanted in the patient and the driver will be returned. The driver was replaced with a medtronic product. No patient injury / complication was reported.